Manufacturer narrative:
A visual inspection was performed and found the motor had leaking oil. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. No weak battery or failed battery test alarm noted. The insulin pump passed the functional test, including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had to change the battery several times on the insulin pump this weekend. Caller stated that now the pump won't accept the battery and gives a failed battery test alarm. Customer was playing outside and then came inside with the alarm. Customer's blood glucose was 68 mg/dl at the time of the incident. Caller received another failed battery test alarm after inserting a new battery during troubleshooting. Customer's mother was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.